Event description:
During the case the occlusion balloon would not deflate. The device was prepped according to the IFU and the case proceeded normally with no issues. Upon completion of the case, the physician attempted to deflate the balloon, but it would not deflate. The microseal adapter was opened, and the wire was noticed to be kinked. The physician then cut the wire per the IFU and the balloon deflated. There was no adverse effect to the pt who was reported to be in good condition following the procedure.